Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: they noticed when they pulled out the endostitch and they were going to remove the needle from the endostitch, half of the needle was missing. They were able to go in an immediately find the end that was missing and retrieve it. There was no delay in surgical time of more than 30 minutes. There was no unanticipated extension for incision by more than one inch. It was not mentioned if there was unanticipated tissue loss. It was not mentioned if there was unanticipated blood loss of 500ccs or more.